Event description:
The home nurse stated the customer received a blood glucose reading of 323 mg/dl from his contour. The nurse repeated the test on her contour and the reading was 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.